Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) would not transmit due to implant detect with chronic low right ventricular (rv) lead impedance. The ipg was reprogrammed and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.